Manufacturer narrative:
Section h6 correction: medical device problem codes "2925 - electrical power problem" and "1384 - mechanical problem" removed. Further review of the log file and event details show that when the controller was reconnected to power it was reconnected to a different pump. This was likely the hospital's demo pump that was used to interrogate the exchanged controller and there was not multiple controller exchanges taking place. Events captured during this period prior to the controller being returned are not relevant to the reported event or the patient's pump. There were no observed issues related to the pump in the submitted log files. Manufacturer's investigation conclusion: review of the submitted log files did not reveal any pump-related issues. The submitted heartmate 3 controller event log file contained relevant data from (B)(6) 2020. The driveline was disconnected on (B)(6) 2020, consistent with the reported system controller exchange. Prior to the driveline disconnect, the pump appeared to operate as intended at the set speed. The patient remained ongoing on heartmate 3 left ventricular assist system, (B)(6), until ultimately expiring on (B)(6) 2021 (refer to MFR. Report # 2916596-2021-02535). The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information regarding the heartmate 3 left ventricular assist system and lists adverse events that may be associated with the use of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had voltage advisory alarms. The patient claimed that the green arrows went off and reported that the controller wasn't working. A log file was sent in for review which found low voltage advisories and low voltage hazards. It was noted that after the controller exchange (MFR 2916596-2020-05754) low flow alarms were active, and the flow was reading 0 lpm despite the pump running at appropriate speeds. It was noted that the patient was doing well.